Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Reportedly, the customer was using apidra insulin with the pump which is not labeled for use with the pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer resumed pump therapy.